Manufacturer narrative:
Isi received and evaluated the instrument. Investigation found that the spatula was completely broken off. The broken spatula was also returned with the instrument and measures approximately .525. Failure analysis investigation also found that the instrument's ceramic sleeve is broken off and missing. The missing piece measures .143 x .113 x .100. It has been concluded that the damage to the instrument is likely due to mishandling and misuse. Review of the instrument's log showed that the instrument has 10 uses remaining, indicating that the damage did not likely occur during the surgical procedure. No other damage was found. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the spatula on the pcs instrument broke off and fell into the patient and the hospital is uncertain if all of the fragments from the instrument have been retrieved from the patient. There has been no report by the site that the patient has experienced any post-surgical complications related to retaining any piece(s) from the pcs instrument.

Event description:
It was reported that during a da vinci hysterectomy procedure, the spatula on the permanent cautery spatula (pcs) instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed an no patient harm, adverse outcome or injury was reported. On may 6, 2015, intuitive surgical, inc. (Isi) contacted the hospital's robotics coordinator who initially reported this complaint to obtain additional information regarding the reported event. According to the robotics coordinator, the tip of the pcs instrument was noted to be broken after the instrument was inside of the patient. The robotics coordinator indicated that the surgeon sat down at the surgeon side console (ssc) and as he was attempting to take control of the instrument, he was unable to locate the tip of the pcs instrument. When the tip of the pcs instrument was located, it was noted that the tip of the instrument had broken into multiple pieces. The robotics coordinator indicated that some of the pieces from the pcs instrument fell into the patient and during removal of the cannula from the patient it was noted that the cannula also contained fragments from the instrument. According to the robotics coordinator, the broken instrument fragments were retrieved from the patient laparoscopically and a replacement instrument was installed to complete the planned surgical procedure. The robotics coordinator indicated that an x-ray was performed on the patient; however, due to the patient being obese, the hospital is uncertain if all of the fragments from the pcs instrument were retrieved from the patient. According to the robotics coordinator, the pcs instrument was inspected prior to use; however the cannula was not inspected prior to use or after the incident occurred for damage. The robotics coordinator indicated that there was no resistance noted while the instrument was being advanced through the cannula and the instrument did not make contact with any other instrument after it was advanced into the patient. The robotics coordinator indicated that the hospital has not determined what caused the instrument to break. According to the robotics coordinator, there has been no report that the patient experienced any post-surgical complications as a result of the reported event.